Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found slight proximal stent damage with struts on the first row slightly raised from the stent profile. No damage was noted at the distal end. It was noted that there was damage on the distal edge of the bumper tip, due to the fact that the pigtail mandrel was inserted too far into the wire lumen. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found hypotube kinks along the length of the catheter. A visual and tactile examination found no issues with the profile of the shaft polymer extrusion shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-apr-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery (lad). A 2.25x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.